Manufacturer narrative:
Patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at 0.232 mg/day dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the pump was alarming or beeping pump was making a low quiet beep every 30 mins to 1 hour. The sound was consistent with synchromed alarm. Patient missed scheduled refill. Patient was supposed to have pump refilled on monday but healthcare professional (hcp) rescheduled the previous friday and stated they didn't have the drug available. Patient stated his appointment was rescheduled for tomorrow morning first thing. At this point patient was about 3 weeks past due. He did notify the hcp and they said to go to the emergency room. Patient just wanted to know if the alarming was urgent or not. No symptom was reported. The patient's pump was interrogated for the alarm indication. The patient's pump was just refilled with the prescription today and it was complete. (B)(6) 2018 was the previous low reservoir alarm date. No further complications were reported.

Manufacturer narrative:
Adverse event: product problem no longer applies to this event. If information is provided in the future, a supplemental report will be issued.